Event description:
"The customer stated: the blade # 10 is breaking. The doctor had to wait for another blade. They had one case that 2 blades broke and two cases that 1 blade broke. This was reported on the asmc joint ls pack. Neither patient injury nor medical intervention has been reported, but clinical data requested due to the nature of the issue."